Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.1624 mg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred (B)(6) 2018, during normal use. It was reported the pump was alarming due to lack of patient follow-up at pain management office. On (B)(6) 2018, a pump refill occurred, and the patient stated the primary care gave her oral opioids. A different physician prescribed muscle relaxants. The patient was advised to discontinue all medications not prescribed by pain management. On (B)(6) 2018, the patient was scheduled for an appointment and was a no show. The patient called asking about her alarm date and inquired about having the pump removed. The patient was offered weaning/saline/ shut off of the pump. On (B)(6) 2018, a discharge letter was sent, and an appointment was given for (B)(6) 2018, for wean/saline/pump shut off. The patient was a no show for the appointment on (B)(6) 2018. On (B)(6) 2018, the office manager phoned the patient and offered a (B)(6) 2018, appointment for pump wean/saline/shut off. The patient declined needing help with the pump. It was noted the alarm date was (B)(6) 2018. On (B)(6) 2018, the rep was contacted by the primary care physician office about the patient with an alarming pump. The patient was offered to shut off the pump with no further use possible or follow-up for a one time visit to have saline placed in the pump for possible later pump management. The patient was contacted by phone appointment given on (B)(6) 2018, to fill the pump with preservative free saline at pain management. It was unknown if the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ surgical intervention did not occur and was not planned. The patient¿s weight was (B)(6) pounds. The patient¿s medical history was asked and would not be made available (legal/confidential reason). Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2018, indicated the low reservoir alarm occurred on (B)(6) 2018, due to the patient being non-complaint on follow-up appointments and released due to violating the pain management agreement. It was unknown when the patient first started experiencing the pump alarm as there was lack of information from the patient. The patient reported return of baseline pain. On (B)(6) 2018, the pump was filled with preservative free normal saline and placed at minimum rate. The patient was discharged from the pain practice. The pump alarm had been resolved and no printouts were available. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2018, indicated the patient¿s pump alarmed due to an empty reservoir prior to it being filled with saline on (B)(6) 2018, it was noted the next refill should occur on or prior to (B)(6) 2018, and the patient was given an appointment for (B)(6) 2018, for pump management due to discharge based on pain management agreement violation. The patient did not show for (B)(6) 2018, appointment. It was unknown if the patient¿s pain had resolved as the patient was seeking other pain management options from multiple other physicians no further complications were reported/anticipated or expected.